Event description:
During baxter device evaluation of an infusor pump, a constant alarm was received during final testing while the device was infusing. There was no patient injury or medical intervention necessary associated with this event. No additional information is available.

Manufacturer narrative:
The condition of constant alarm during final testing while the device was infusing was found and confirmed during baxter device evaluation. The assignable cause was a faulty switchboard. The swtichboard was replaced to resolve this condition. (B)(4).